Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device would not go in reverse. There was a two to three minutes delay in the surgical procedure. A spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Evaluated the device and the reported condition of the device would not reverse was not confirmed. It was observed that the device did go in reverse. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed the power test. It was further determined that there were signs of unknown liquid on top of the electric motor. It was determined that these issues were consistent with improper cleaning. The assignable root cause was determined to be due to improper cleaning methods. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.